Event description:
It was reported by repair work order that the customer alleged that the wheel was broken off of the frame due to the rod that holds the wheel being broken. Upon inspection of the unit by the service technician, it was identified that the outer base tube weldment on the patient left side was broken off at the head end caster.